Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "trace peri-implant fluid, within normal physiologic limits".

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product. Healthcare professional later reported "trace peri-implant fluid, within normal physiologic limits". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product. Healthcare professional later reported "trace peri-implant fluid, within normal physiologic limits". Device has been explanted.